Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation due to "one implant rupture." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "had one implant rupture¿ and "I got a letter today stating I have the implants. I already have an appointment scheduled to have them removed tomorrow because they are leaking.¿ device has been explanted.